Event description:
Event description guidant received information that this implantable transvenous defibrillation lead perforated the patient's heart resulting in a pericardial effusion and, ultimately, cardiac tamponade.